Event description:
The stent was successfully deployed at the neck of the left internal carotid aneurysm. Post deployment, the stent migrated into the aneurysm and was removed. The pt suffered a severe hematoma at the "ponction" site leading to a low blood flow and cerebrovascular accident (cva). The physician assessed the relationship of the device to the event as unk. The pt was reported to have residual impairment due to the cva. No other info has been rec'd.